Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The log file contained approximately 3 days of data (B)(6) 2023 per the timestamp). The log file captured backup battery fault alarms on 03jun2023 from 8:45:30 to 11:47:43 (the last event in the log file) due to the backup battery not passing the load test. The alarm briefly cleared at 10:26:22, 10:26:54, and 10:26:55 when the backup battery appeared to be disconnected, however, the alarm returned each time the battery was reconnected. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The pump maintained a speed above the low speed limit throughout the log file. It was reported that the exchanged system controller would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The DHR review confirmed that the system controller has the CAPA 116200 implementation of grease on the battery cable. Heartmate 3 IFU (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault, power cable disconnect, and low voltage advisory alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. C) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 IFU (rev. C) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 IFU (rev. C) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery (ebb) fault alarm. The alarm persisted despite the replacement of the ebb. Log file analysis confirmed ebb faults due to the ebb failing the load test. The controller was exchanged which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.